Manufacturer narrative:
Insulin pump received with no button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. The customer also stated that fluid in the reservoir compartment. Customer reported o-ring inside lip of reservoir compartment is not missing. The insulin pump alarmed no delivery. Insulin pump passed self test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.